Event description:
Customer reported multiple alarms including alarm 2 and alarm 26, associated with occlusion events earlier in the day. Blood glucose level did not exceed 500 mg/dl, indicating no critical impact. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin. Recurring occlusion issues were noted, and follow-up assistance was requested.